Event description:
It was reported that air-like substance was visible at the tubing connection point and could not be dislodged when tapped. During an ablation procedure to treat atrial fibrillation (af) in the left atrium, an intellagen tubing set was selected for use. It was observed that air-like substance was present at the tubing connection point and could not be dislodged when tapped. Another of the same device was used, and the procedure was successfully completed without patient complications. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.